Event description:
Device report 2 of 2. Reference MFR report#: 1627487-2012-09963. It was reported the pt experienced multiple falls and subsequently lost stimulation in his legs. A full parameter diagnostic identified invalid impedance values. X-rays showed the lead and the system anchor has migrated. The lead is also observed to be bent at the anchor site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.